Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1044 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also experienced nausea, vomiting, abdominal pain and difficulty breathing as result of high blood glucose. Customer was treated with insulin drip and lantus. It was also reported that the insulin pump was not working. The insulin pump will not be returned for analysis.